Event description:
Obtaining results of 35mg/dl and 180mg/dl on the same device within five minutes. Customer reports that when she ran the test, that resulted in 35mg/dl, the test strip may not have been dosed properly. She reports performing another comparison on the same device within minutes result in readings of 85mg/dl and 165mg/dl. No adverse event was reported and no treatement was received. No quality controls were used. Requested return of suspect device and replacement was sent.